Event description:
It was reported that the customer experienced a low blood glucose level of 41 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. There was no further assistance required from a third party. Suspected cause was due to the customer¿s settings requiring adjustments. Technical support assisted the customer in updating settings, including basal rate, correction factor, carb ratio, and target blood glucose, advising the customer to consult with their healthcare professional whenever such updates are made.